Event description:
It was reported that the patient was in a metal building holding onto a metal hand railing when he was struck by lightning. The device could not be interrogated. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device was confirmed to have no telemetry. The device was found to have high current due to a short on the power supply, which prevented most of the internal circuitry from receiving power. The electronics module was damaged by the event.